Event description:
Customer had detacted high bgs last month. Pump was downloaded on version 3.0 and it showed the basal insulin was not delivered during one week. No signals or alarms were detected on the pump.